Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had generalized weakness starting the morning of (B)(6) 2021 that progressed to somnolence and facial droop. A hemorrhagic stroke with clot on the cerebellar was confirmed by computerized tomography (CT) scan. The international normalized ratio (inr) was 3.4 on (B)(6) 2021 and the max inr was 7 on (B)(6) 2021. The mean arterial pressure (map) was controlled within 60-85. Log file analysis noted set speed changes. The log file captured routine events, there were no notable alarm conditions or parameter changes. The device was functioning as intended. Additional information stated that inr supratherapeutic was at 3.6 on (B)(6) 2021. Neurosurgeon reported it was a spontaneous bleed. Maps always in goal range. Patient was transferred to another hospital facility on (B)(6) 2021 and underwent craniotomy with drain. Patient was intubated in neuro ICU (intensive care unit), moving extremities to command. Vad (ventricular assist device) was stable and patient was off anticoagulation and would continue with external ventricular drain (evd). Patient would remain intubated, and remain off anticoagulation, weaning inotropes. A repeated CT scan of head was performed on the morning of (B)(6) 2021. It was also reported that since patient had neurological changes, patient was taken for CT scan. CT revealed hemorrhagic cva (cerebrovascular accident), treatment plan was to be determined. The hemodynamics and other events were sent in a log file. Additional information stated that patient had a cva and underwent craniotomy, was recovering in ICU (intensive care unit) and ultimately had respiratory failure requiring vv ECMO (venous-venous extracorporeal membrane oxygenation (ECMO)). Despite all possible interventions patient continued to decompensate and family decided to stop support. Vad was functioning as expected with no alarms. Vad and ECMO were shut off per family wishes and patient passed away. It was stated that the death was not device related and that device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemorrhagic stroke, respiratory failure, and death could not conclusively be established during this investigation. A cause for these events could also not be determined. The submitted log files appeared to show the device operating as intended at the set speed. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, bleeding, respiratory failure, and death. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.